Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon pre-discharge interrogation, ra lead dislodgement was confirmed on x-ray. Programming changes were made and the lead was repositioned. All numbers within normal limits. Patient was stable and had no consequences.